Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was the device used in when it "misfired"? When the "colostomy was incomplete" was the staple line incomplete? Or was a colostomy done as a result of a device issue (misfire) that occurred? If yes, can you provide further detail of how the device "misfired" such that a colostomy was necessary. Did both the issue of the "misfire" and the "colostomy was incomplete" occur in the same procedure? Or was a second surgery performed? Were there any other patient consequences as a result of the device issue? If yes, please provide further detail of the consequences.

Event description:
It was reported that during an unknown procedure the device misfired. "The colostomy was incomplete". It is unknown how the procedure was completed and there were no patient consequences reported. The device was discarded. There is no additional information.